Manufacturer narrative:
H3, h6: no products were returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after tracing and receiving initial accuracy, the doctor wanted to try and improve accuracy. The local representative (rep) reported the surgeon did a couple of touchpoints and then traced further to improve accuracy. The rep reported the screen went black and in the bottom right hand corner, the cursor was blinking. The rep rebooted the system after waiting about 30 seconds, and upon reboot had to redo the trace, the surgeon switched to 3 point touch. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Event description:
Additional information was received. Overall accuracy after use of touch points (3) was 2.2 millimeters (mm) with no portion of the surgical field shown as 1.0 mm or lower (per green circle).

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218r, serial/lot #: unknown:- h2) please see section b5 for additional information and section e for updated facility information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.